Event description:
A certified ophthalmic technician reported that after intraocular lens (iol) implantation, the patient could not get used to the loss of contrast with the implanted iol, neither distance nor near vision was clear. The lens was removed and replaced with a non-company lens in a secondary procedure. The clinical reason for explant was "slight hyperopic result".

Manufacturer narrative:
The lens was returned in a specimen cup. Blood and solution was dried on the lens. The optic had a large deep crack in the central optic zone. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file; "in the surgeons opinion the patient couldn¿t get used to the loss of contrast with company intraocular lens (iol)". The multifocal company 17.0 diopter, add power +2.2 & 3.2 lens model was replaced with a non-company monofocal 17.5 diopter lens. Due to the exchange of a multifocal lens to a monofocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).